Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer via phone call about high blood glucose. Customer states that the blood glucose was 415mg/dl. Customer reported that he treated high blood glucose with manual injection. Customer declined for further troubleshooting. Insulin pump will not be returned for analysis.